Event description:
Report received of no audible alarm tone on the low volume setting. The device was returned to the biomedical engineering department with an unsigned note that stated, "malfunction will not run. Error 41 when attempting to operate." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility the device did not sound an audible alarm tone while on the low volume setting. The device sounded an audible alarm tone while on the high volume setting. There were no reports of adverse pt events or delay in critical therapy while the device was in clinical use. Though requested, no additional information was provided.